Event description:
It was reported that noise leading to oversensing was observed in high ventricular rate episodes on the right ventricular (rv) lead. Further testing was recommended. There were no reported patient symptoms.

Event description:
New information received notes the patient presented in clinic. An attempt was made to change the mode to unipolar to address the noise, oversensing but the noise was worse, so no programming changes were made. The patient had no symptoms due to the oversensing and was not dependent on the system for normal function. All other right ventricular (rv) lead parameters were within range and stable. The physician chose to monitor the rv lead. No programming changes or interventions were anticipated. The patient was stable.